Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.